Event description:
The device was used during a pneumonectomy procedure. Reportedly, the staples were missing and bleeding occurred. The pt had to be stabilized and the pulmonary artery had to be tied off. The pt was given a transfusion and the hospital has reported the pt's condition is stable.